Manufacturer narrative:
A zoll azm technical service personnel inspected the ivtm thermogard device on site. A blown fuse was discovered during the evaluation of the device. Once the fuse was replaced, the device functioned normally. The reported complaint of system powering down was confirmed and resulted from a blown fuse. The thermogard console was repaired on site. No further issues were reported.

Event description:
It was reported to zoll azm that the ivtm thermogard system suddenly powered down during a temperature management therapy on a patient after one (1) hour into dwell time. The thermogard console could not be restarted. An alternative temperature management treatment was not used as the patient's temperature was stable at 36 degrees c. After two hours of monitoring, the patient's temperature began to rise to 36.2 degrees c. An alternative device (medisarm ii) was used. A zoll technical service personnel rushed to the hospital to inspect the ivtm thermogard device. A blown fuse was discovered during the inspection of the device. Once the fuse was replaced, the device functioned normally. The temperature management therapy was resumed on the patient using the ivtm thermogard system. No patient injury was report.